Event description:
It was reported that a vial-mate had damaged sterile packaging. The customer stated that "the paper on the backside of the blister pack is loose". This issue was discovered before use and there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation: baxter received one sample for evaluation. The reported condition was confirmed. The sample was visually inspected. The cause was determined to be due to the machine running outside of the validated range during the manufacturing process. Improvements were made to the machinery and procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.